Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection. The infection is believed to be associated with trans venous device. Patient has had a history of multiple device infections. No additional adverse patient effects were reported.